Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received an the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that the vasoview hemopro power supply was not working while using the hemopro 2. This occurred part of the way into the case. They completed the case with another generator. No patient effects were noted. The product is returning.